Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the sling was removed on (B)(6) 2007 due to erosion, perforation of the vagina and pain. A new like device was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00194. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a left salpingo-oophorectomy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent incision and removal of epithelialized tissue from around sling, insertion of cook biodesign graft, and tissue closure on (B)(6) 2013.